Event description:
It was reported that a patient underwent a laparoscopic assisted vaginal hysterectomy on (B)(6) 2012. During the procedure, the device did not come out of standby and the unit was unable to activate the disposable. The case was converted to an open procedure and the procedure was completed.

Manufacturer narrative:
(B)(4). Unable to activate disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The cause of the unit not activating through the foot pedal, pneumatic switch assembly, was due to a broken pneumatic switch. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.